Event description:
Suture breakage: customer reports that while surgeon was tying down during a bowel resection, the suture would break. There are no reported adverse consequence to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/98 requires reporting of incident once medical device family initially reported assuming incident could recur.